Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device did not confirm the reported device issue. About one inch of monofilament was exposed at the guide with the needle tip still attached to the rail end. The anterior cuff was engaged to the anterior needle tip and both cuffs were attached to the link. The posterior cuff was out of the pocket and the posterior cuff tabs were undisturbed, indicating a posterior cuff miss which appears similar to a suture break because there was no suture present. Based on the investigation, no product deficiency was identified. Based on the investigation, no product deficiency was identified. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event. A query of the complaint-handling database found no indication of a lot specific product quality deficiency. Four unused sterile proglide devices with the same lot number, 10930j1, as the complaint device were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. A cause for the complaint device reported experience could not be determined based on the investigation findings from the tested sample.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device after an interventional procedure. Reportedly, a suture break occurred; after retracting the plunger, no suture was present. The device was removed and a second proglide was used with the same results. Hemostasis was ultimately achieved using manual arterial compression. A 6fr sheath was used. There were no reported adverse patient sequelae. The physician is reported to be in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other perclose proglide device referenced is being filed under a separate medwatch MFR number.